Manufacturer narrative:
It was reported that a patient complained of anterior knee pain symptoms with increased physical activity. Radiographically there was a dislocation of the patellar dorsal surface replacement. A revision occurred where a dislocation of the patella was discovered as one of the three pins of the patella was fractured. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient complained of anterior knee pain symptoms with increased physical activity. Radiographically there was a dislocation of the patellar dorsal surface replacement. A revision occurred where a dislocation of the patella was discovered as one of the three pins of the patella was fractured.